Event description:
It was reported that after changing a dressing for a pico device, the device stopped suctioning. The problem was not identified at the time of failure, it was unknown for how long the device was not working.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. As of today, no product return or further information for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case will be reopened. Each pump is functionally tested by the supplier before shipment to smith & nephew. Any pump which fails to meet the predetermined acceptance criteria is rejected. As this pump has been released for sale, it can be confirmed that the device has passed all functional testing. On this occasion we are unfortunately unable to reach a definitive root cause of the problem due to insufficient information available for the device in question, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range. If you have any questions, or have any further information relating to this complaint, please contact us at (B)(4) quoting the reference number above. As a leading medical product manufacturer, it is our goal to provide safe, effective and reliable products to our customers. We thank you for your feedback and for bringing this matter to our attention.